Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the 'ok' button began to stick approximately 5 days prior. The 'up' 'down' and 'ok' buttons now reportedly have delayed response. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2011]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was removed to investigate and contamination was found under the button contacts. Unrelated to the event the battery compartment was found to be cracked, the display was found to be faded and the internal battery was found to have failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.